Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the event, did the suture break post op or did the suture absorb too quickly post op? There has been rupture of the thread, the knots on each part of the continuous suture were intact. It was as if the suture was already absorb.

Event description:
It was reported that a cat underwent an ovariectomy procedure on unknown date and the suture was used. Two days after the procedure, a rupture of the suture/thread occurred and it looked like the suture was already absorbed. The knots on each part of the continuous suture were intact.